Event description:
A discordant cardiac troponin I (ctni) result was obtained on a dimension xpand plus with hm instrument for one patient. The result was reported to the physician. The sample was repeated two times on the same instrument. A new sample was tested on the same instrument and that result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and requested that the customer perform a chemistry wash precision run to evaluate biofilm. The tsc determined that the precision was acceptable. The tsc requested that the customer replace the wash probes, as their replacement was due. The cause of the discordant ctni result was unknown. The instrument is performing according to specifications. No further evaluation of the device is required.